Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported the elevated impedances were resolved after replacement.

Manufacturer narrative:
Analysis of the ins found that it was at normal end of life. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Electrode 8 had impedance of greater than 10,000 ohms. The patient fell multiple times between implant and re programming. The patient hasn¿t been back to the office since implant for a reprogramming. The rep performed an impedance measurement and programming of the lead was checked. They were able to program around the electrode. The issue was resolved and the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.